Event description:
It was reported that during the pulsed-field ablation procedure to treat atrial flutter in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted when the sheath was implanted and the dilator and wire were removed. The air contamination was noted from the sheath handle to irrigation port. The sheath was aspirated. Beeat catheter from internal jugular vein and viewflex catheter from femoral vein were present when the air was observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further informed pump (coolpoint) was used for the irrigation of sheath. The flow rate of the continuous flush was 20 ml per hour. The guidewire was retracted into the catheter when crossing the valve, and once it was advanced past the handle to the shaft portion, the guidewire was advanced. No other issue has been reported.

Event description:
It was reported that during the pulsed-field ablation procedure to treat atrial flutter in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted when the sheath was implanted and the dilator and wire were removed. The air contamination was noted from the sheath handle to irrigation port. The sheath was aspirated. Beeat catheter from internal jugular vein and viewflex catheter from femoral vein were present when the air was observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulsed-field ablation procedure to treat atrial flutter in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted when the sheath was implanted and the dilator and wire were removed. The air contamination was noted from the sheath handle to irrigation port. The sheath was aspirated. Beeat catheter from internal jugular vein and viewflex catheter from femoral vein were present when the air was observed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further informed pump (coolpoint) was used for the irrigation of sheath. The flow rate of the continuous flush was 20 ml per hour. The guidewire was retracted into the catheter when crossing the valve, and once it was advanced past the handle to the shaft portion, the guidewire was advanced. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves. Inspection also found a kink towards the distal tip of the shaft. This defect would not have contributed to the allegation related to this event and was not mentioned in the complaint summary, indicating this defect must have occurred during the transport or storage of the device.